Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic region') in a 31-year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included body mass index normal and pregnancy. Previously administered products included for an unreported indication: depo provera from 2009 to 2013. Concurrent conditions included chronic migraine, anxiety, depression, sprained ankle, perineal pain and nicotine dependence. Concomitant products included hydrocodone, ibuprofen and naproxen since (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6) 2019, the patient experienced bacterial vaginosis ("infection (bladder/ urinarytract/vaginal) type: bacterial vaginosis") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with metronidazole and surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy,right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis and weight decreased outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, pelvic pain and weight decreased to be related to essure. The reporter commented: insertion details- the patient was noted to have a normal endometrial cavity with 3 coils of the essure visible at bilateral ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic region') in a (B)(6) year-old female patient who had essure (batch no. B94869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included body mass index normal and pregnancy. Previously administered products included for an unreported indication: depo provera from 2009 to 2013. Concurrent conditions included chronic migraine, anxiety, depression, sprained ankle, perineal pain and nicotine dependence. Concomitant products included hydrocodone, ibuprofen and naproxen since (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). On (B)(6) 2019, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with metronidazole and surgery (robotic-assisted laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis and weight decreased outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, pelvic pain and weight decreased to be related to essure. The reporter commented: insertion details- the patient was noted to have a normal endometrial cavity with 3 coils of the essure visible at bilateral ostia at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs and mr received: reporters were added. Patient's demographic was added. Lot no. Was added. Case become incident previously injury nos was replaced by "bacterial vaginosis" & new events- endometriosis, dysmenorrhea, dyspareunia, pelvic pain, weight loss, device monitoring procedure not performed were added. Concomitant & treatment drugs were added. Historical drug was added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.